Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The sodasorb canister and condenser were replaced. The unit was returned to service.

Event description:
The hospital reported the unit has a large leak. There was no report of patient involvement.